Event description:
It was reported by the customer that a pyxis medstation es system station was in disconnect mode. The customer reported that the user was able remove medication from the another station and there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device was not communicating. A technical support specialist unable to find any problem, station is working properly without an issue. The system functioned as intended after the technical support specialist troubleshooted the device.